Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump dispensed insulin during the load step and produced a "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: during investigation, a review of the pump history showed evidence of a load step malfunction. The pump rewind, load, and prime steps were performed and a no cartridge detected alarm occurred. The force sensor calibration was found to be out of specification. The pump was opened and the force sensor flex wire was cracked at the pin connection.